Event description:
The physician attempted to direct stent the lesion with a taxus express2 2.5 x 16 mm drug eluting stent. However, during inflation, an outflow of contrast was observed from the guiding catheter. Consequently, the stent was not inflated and the entire unit was withdrawn as a single unit. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good". However, the returned product revealed that the hypotube had broken approximately 59.2 centimeters distal from the strain relief.